Event description:
It was reported that during placement of the lead in the coronary sinus the guidewire was fractured approximately 2 cm from the distal tip. The physician could not remove the tip and it remained inside the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.